Event description:
The line was not placed in the pt yet. The nurse practioner was getting ready to place the line. She flushed it with a 10cc syringe and noticed that it was leaking. She then picked up the line to look at the leak and it snapped.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.